Manufacturer narrative:
The t:flex cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 480 units of insulin. The customer's blood glucose level was 105 mg/dl. During the call with tandem technical support, the customer loaded a new cartridge with 480 units of cold insulin. Recommendation was made to load cartridge using room temperature insulin per labeling instructions as cold insulin can influence the insulin gauge readings.